Event description:
The facility representative reported a colleague infusion pump with a "error 810:11 ". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with error 810:11 was confirmed by service. This condition was caused by an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was replaced and calibrated to fix the reported condition.this involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.